Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, noise (image not visible) occurred, because the video function did not work properly, due to faulty cable and faulty charged coupled device (ccd). The cause of the faulty cable and ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the issue was due to failure of the charged coupled device and noise was due to cable failure. Additionally, the following failures were detected during evaluation of the device: cracked video connector, water presence in the charged coupled device, and flooded video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head was producing a noisy and non-visible image. The issue was found during inspection for use. The intended transurethral resection (tur) therapeutic procedure was completed by using a replacement device. There were no reports of patient harm.  Inspection and testing of the returned device found that the issue was due to failure of the charged coupled device and noise was due to cable failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.